Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis. It was not reported if the patient was hospitalized for the peritonitis. The cause, treatment, and outcome of the peritonitis were not reported. On an unreported date, the pd catheter was removed and dianeal and extraneal therapies were discontinued. At the time of this report, the patient was on hemodialysis. No additional information is available.